Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% restenosed lesion was located in a moderately tortuous and severely calcified posterior tibial artery. The physician advanced the 1.5mm x 20mm x142cm sterling es balloon to the lesion and on the first inflation, inflated the balloon to 5atms and the balloon ruptured. The device was removed intact. The procedure was completed with another 1.5mm x 20mm x142cm sterling es balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)